Event description:
Reported that upon opening a package of chromic gut suture, foreign matter was observed inside the foil pouch and stained the wrapping card. A pinhole was also present through the outer and inner packaging which compromised the sterility of this device. This suture was not used on a pt . However, the potential for injury exists if non sterile product is used.

Manufacturer narrative:
The actual device was returned to angiotech for evaluation on (B)(4) 2010 and forwarded to the sterilizer. Upon return, the package will be reviewed and the sample will be forwarded to an off site laboratory to be analyzed to confirm attributes of foreign matter. The device was not used on a pt. However, the potential for injury exists if non sterile product is used. Method: the actual device was returned to angiotech for evaluation and forwarded to the sterilizer on (B)(4) 2010. Results/conclusions: relevant portions of the device history records/sterility record for the reported lot was reviewed. There were no quality issues noted during the manufacturing processes or at final release and all sterility requirements were met. No other complaints were received for this specific finished good lot. A follow-up report will be submitted with additional info obtained from the review and analysis. (B)(4), item # 525b, look, 3-0 chromic gut/c6 needle, lot m100230.